Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and was analyzed. No anomalies were found. The lead exhibited apparent explant damage. Concomitant products 6949 implantable tachy lead - (B)(6) 2006; 5071 implantable pacing lead - (B)(6) 2006; 6984m implantable adaptor - 2006. (B)(4).

Event description:
It was reported that a couple of months after implant, the device was interrogated, and there was no data available for histograms. Additionally, the diagnostics indicated that the patient was not paced, despite being pacemaker dependant. It was determined thatdetections had never been programmed on. The device was explanted and replaced. Additionally, the atrial lead exhibited high thresholds, and the right ventricular (rv) lead exhibited an insulation defect that had been repaired during a previous procedure. Bothleads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Fluoroscopy of the right atrial (ra) lead showed all slack was absent.